Manufacturer narrative:
The removed touchscreen was returned to the failure investigation (fi) lab. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. During the unit testing, the touch screen assembly was installed in the fi test ventilator, and there were multiple resistance failures found. A fault was found on this returned touchscreen, and the customer complaint was confirmed.

Manufacturer narrative:
G4:23apr2021. B4:26apr2021. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the touchscreen assembly needed to be replaced to return the device to working condition. The fse replaced touchscreen assembly to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.